Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to the first firing for colectomy functional end to end anastomosis, the nurse connected the reload to the manual handle and tried to squeeze the handle, however could not. Replaced by a new cartridge, however the same event occurred. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. The status of the patient is alive with no problem.